Event description:
During review of internal programing it was noted at that a partial programming event had occurred on (B)(6) 2008. The generator was set to 0/30/250/30/5. No further interrogation or programming step was performed on that date after the partial programming, so the parameters were not corrected on the same visit and the therapy is likely to have been interrupted temporarily. The next available interrogation step in the programming history was done on (B)(6) 2012, and the readout was 1ma/30/250/30/3. At some point between (B)(6) 2012, the parameters were corrected, but that programming step is not recorded in the available programming history.

Manufacturer narrative:
Analysis of programming history.